Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no adverse impact to the customer's blood glucose level due to this issue.